Event description:
Caller reported a cartridge alarm during the insulin pumping process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer initially reloaded the same cartridge, which resulted in the same alarm, but eventually was able to successfully load a cartridge and resume insulin therapy, resolving the issue.